Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the trial femoral head was damaged and requires replacement. / / investigation method: / / investigation summary:09/17/2018 examination of the returned instrument confirmed the complaint; ball is heavily nicked/ scratched.